Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified wear/abrasion, white particles on the shell and a broken shell. A leak test and microscopic analysis was performed which identified: a striated, broken separation on the posterior. The fill test inspection was performed, and no blockage was noted. A void of >1 mm was noted in non-textured, valve-to shell-bond area. Based on the device analysis the final assessment is: a striated, broken separation on the posterior assessed as surgical damage, consistent with the use of a surgical tool. Additional information: d.10, h.3, h.6.

Manufacturer narrative:
Additional information: b.5, d.7, g.1, h.6.

Event description:
Additional information: device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding availability of device has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.